Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with tumescent infiltration pump. The customer states that the foot pump was not controlling the actual movement of fluid from the bag. The fluid was flowing uncontrolled.